Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.

Event description:
Reporter from the united states reported that when the item went to sterile processing the cutter could not be removed. In trying to remove it, the cutter broke. The device was not used in surgery. It is unk if there was pt/user injury or medical interventions. If any additional information should become available, this notification will be updated accordingly.